Event description:
It was reported that a user with alzheimer¿s disease experienced hyperglycemia after a larger than usual meal while using the ilet bionic pancreas, with a reported blood glucose of 279 mg/dl and upward trend arrows; the caller was advised to hydrate, ambulate, allow the pump to self-correct, and recheck in an hour, after which the trend began to steady. Symptoms included elevated blood glucose. Outcomes included no hospitalization and onsite management only. Investigation included case assessment and user education on troubleshooting steps. Investigation of this case revealed no device malfunction, with hyperglycemia consistent with postprandial intake and the device delivering automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.